Event description:
A report was received that a patient was explanted, due to a suspected infection at the pocket site. The patient was reportedly doing well following the explant procedure.

Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: a male had an aso placed after evaluation by tte and tee. Three movie loops were provided consisting of two tte images in short axis view and the other was tee positioned mid-way between the short axis and caval view. These echocardiograms were taken prior to device implant. An echocardiogram of device placement was not provided; however, the implant angiograms showed balloon sizing and push-pull tests. The angiograms did not show any separation typically seen when the septum is sandwiched between the discs. The pull maneuver gives an impression of disc separation but the edge of the left disc does not separate or evert. According to aga's medical consultant, the aso embolized after the push maneuver pushed the device into the left atrium. The discs did not show separation, which typically is seen when the septum is sandwiched between the discs. The pull maneuver gave an impression of the disc separation, but the edge of the left disc did not separate.

Event description:
To summarize this event, an atrial septal defect (asd) was sized 18-20mm by toe and was stop-flow balloon sized at approximately 22mm. A 24mm amplatzer septal occluder ("aso") was deployed, the push-pull maneuver was performed and the aso was released from the cable. Following release, the aso embolized and could not be percutaneously retrieved. The aso was then surgically removed and the asd was closed. The patient was reported to be doing well.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.